Manufacturer narrative:
The returned device was evaluated. External visual inspection revealed compressed battery bay terminals. The unit was able to power on with internal batteries but shutdown after approximately 10 seconds. The battery connectors were found to be mechanically compressed which reduces the battery connection and could result in the unit powering down. The batteries were replaced and the unit functioned as designed.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the unit powers off on its own. No consequences or impact to patient were reported.